Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem customer technical support, however the customer was unable to complete the check at the time of call. Multiple attempts were made by cts to complete the system check, however no response was received. Customers blood glucose was 220 mg/dl.